Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, and q17 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. Device evaluation of electrode belt has been completed at the distributor. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to a defective u204 component on the distribution node pca. The root cause for the defective component could not be positively identified.

Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming functional testing.